Manufacturer narrative:
This follow up report is being submitted to report additional information. Updated sections: b4, b5, d3, d4, g4, g7, h2, h3, h4, h6, h10. D4- UDI# - (B)(4). The device history record (DHR) review for zimmer skin graft mesher, serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using livelink to query for serial number (B)(4), the device was noted to have not been previously repaired/evaluated by zimmer biomet surgical. On 03 apr 2019, it was reported from (B)(6) center that a zimmer skin graft mesher would not ratchet or fully perforate the skin. The customer returned a zimmer skin graft mesher device, serial number (B)(4), for evaluation. No ratchets or cutters were returned for evaluation. Product review of the zimmer skin graft mesher by zimmer biomet surgical on 10 apr 2019 revealed that the comb, roller, bottom roll, and upper guard were damaged. The device was in calibration and the test cut was acceptable. Repair of the zimmer skin graft mesher was performed by zimmer biomet surgical on 10 apr 2019 which included replacement of the comb, roller, bottom roll, and upper guard. Zimmer skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Service notification number (B)(4) dated (B)(6) 2019. The reported event would not ratchet was non-verifiable because the ratchet was not returned with the device to evaluate. The reported event will not fully perforate the skin was also non-verifiable as no cutters were returned with the device to evaluate. The device produced an acceptable test cut with the master cutter and was in calibration. The root cause of the reported event cannot be specifically determined with the provided information because no ratchets or cutters were returned with the device for evaluation. The device produced an acceptable test cut with the master cutter and was in calibration. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device doesn't ratchet/doesn't fully perf skin - during surgery date unknown, no harm, a delay and waited for another mesher. It was reported that there was no specific information about the device, or the surgery it was used during, but the customer stated that they are having problems, mostly the carriers breaking and not meshing the skin correctly. Stated most of the time it was issues with the cutters and the handles not turning correctly. Stated that they "just needed to be looked at" and it is "very very irritating" that they are having issues. Event occurred during surgery; there was no patient harm, they are having to spend time during surgeries preparing alternate meshers; she was unable to estimate the delay. No additional consequences were reported.